Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d6; g4; h2; h3. The additional information does not change the outcome of the previous investigation. Device history record (DHR) reviewed was unable to be performed as the lot number of the device involved in the event is unknown. Root cause is unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported the patient also revised due to metallosis.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the device was not returned by customer. Reportable event was unable to be confirmed due to limited information received from customer. Device history record (DHR) review was unable to performed as the lot number of the devise involved in the event is unknown, root cause was unable to determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: item# unk/ unk cup / lot # unk. Item# unk/ unk stem / lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2020 -01024.

Event description:
It was reported that patient underwent hip revision surgery due to elevated metal ion levels. Attempts have been made and additional information on the reported event is unavailable at this time.